Event description:
On (B)(6) 2010, patient reported the down button on her infusion device was not working properly. This was noticed a couple of weeks prior; patient reported she does not bolus everybody so she forgot about it. Patient has used this infusion device for several years. Down button pops up after being pressed. Infusion device was not dropped or exposed to water. Up button continues to function as intended. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.